Event description:
It was reported that when the device was near the elective replacement interval, the patient refused to have the device replaced. Months later, the device could not be interrogated due to battery end of life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.